Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Customer returned a non-alleged deficiency product .unable to investigate or confirm complaint. Most likely underlying root cause of malfunction: strip issue.

Event description:
Customer complains of lo results. Customer states that he feels well and requires no medical attention. The customer's expected blood result is 50-197mg/dl fasting. Verified the strips expired 8/31/2018. Customer confirms the strips have been stored in the kitchen and were first opened (B)(6) 2016. Reviewed meter memory (B)(6). S/n #(B)(4), model #trueresult. Investigation required.